Event description:
The laser system had the following problem: no response of touch screen. We are unaware about delay on treatment or patient injury.

Manufacturer narrative:
The failure of touch screen was due to low voltage power supply unit. The unit was replaced and le laser system restart to work.